Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Additional device information unknown / not provided. Premarket identification k013227. Device manufacturer date unknown / not provided. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. A summary investigation has also been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Patient underwent transplantation 6 years ago, returned to the clinic with pain, on examination on dental site 35 done there seems to be a redness infection and bone resorption, the implant was removed the area was cleaned and bone grafted, patient will return for examination in a month. Symptoms as a result of the event: pain. Edema and inflammation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: UDI number and expiration date not available. D9: device available for evaluation change ¿no' to 'yes'. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date not available. H6: evaluation codes. H10: additional narrative. The DHR was requested, however an electronic copy is not available for review. The investigation will be reopened and updated upon fulfilment of this request. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Sterilization record review could without the relevant DHR information. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review was performed for the reported lot number 63017948 for similar event and no other complaints were identified utilizing keywords: infection and / or bone loss.